Manufacturer narrative:
This report is submitted on january 9, 2020.

Event description:
Per the clinic, the patient experienced an extrusion of the receiver/stimulator secondary to an infection. The device was explanted (B)(6) 2019. It is unknown if the patient has been re-implanted with another device.

Manufacturer narrative:
It was also reported that the patient had a skin necrosis over the implant site and underwent a revision surgery (specific date is not reported). This report is submitted on 14 oct 2020.

Manufacturer narrative:
This report is submitted on march 14, 2020.